Event description:
It was reported that this right ventricular (rv) lead involved in the pacemaker system exhibited loss of capture (loc). There was functional undersensing noted as well. The rv threshold increased to 2.5v and the r-waves dropped in amplitude. Technical services recommended verifying the lead location using xray, as this lead had recently been placed. This rv lead and device remain in service. No additional adverse patient effects were reported.